Event description:
It was reported the telescope screw on the light guide mounting part came off. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "light guide connector ring loose" malfunctions would likely be related to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device

Event description:
The costumer reported that the issue occurred during preparation for use for an unspecified procedure.